Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted that the right atrial lead exhibited noise which triggered multiple inappropriate automatic mode switching episodes. No intervention was performed. The patient would continue to be monitored.